Manufacturer narrative:
The lot complaint history was reviewed. This is the first complaint for the finished goods lot; also, it is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. Only the used viscous fluid control (vfc) tubing set with small parts tray was returned, and visually inspected. In return condition, a punched hole was observed on the tubing at 20¿ from the adaptor also, the gray tip plunger was in the bottom of the syringe barrel. Silicone oil was present in the syringe barrel. The tip of the cannula was broken off, that might be caused by handling. The grey tip plunger was removed from the syringe barrel to continue filling and functional testing. The sample was tested on a console representing the current software version. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed. Pressure was stable during testing. Additionally, there was no abnormal sounds originating from the vfc or console during laboratory testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the silicone oil was unable to be removed during a procedure. The product was replaced and procedure completed with no patient harm.